Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7020a, mmt-1880l, mmt-332a, unomedical. No product return is required for mmt-7020a, mmt-1880l, mmt-332a, unomedical.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 455 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7020a, mmt-1880l, unknown product, unomedical. Troubleshooting was performed for inaccurate readings and the difference between the sensor glucose of 70 mg/dl and blood glucose of 455 mg/d was out of the acceptable range. Troubleshooting was performed for hyperglycemia event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. And unknown whether customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.